Event description:
Ous MDR - it was reported that approx. 23 months after the implantation, during a routine follow-up, inappropriate vf episodes and falling sensing values were noted. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the analysis of the lead, ligature marks could be seen about 26 cm distal of the is-1 connector pin. Further inspection showed multiple signs of abrasion along the lead. Especially about 32 cm distal of the is-1 connector pin, the insulation was severely damaged by fraying. In this area, the coating of the rope conductors to the ring electrode and to the rv shock electrode showed damage. These damages have with high probability led to the clinical complaint. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.